Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a system which was at the time of the report being used to deliver hydromorphone, clonidine, and ropivacaine for unknown indication for use. The drug(s) being delivered by the pump at the time of the event were not reported. The patient had an event in the past where she was admitted for observation overnight. The event was considered similar to an event which occurred on (B)(6) 2016 where the patient had symptoms like a small bolus, bilateral sensory block, and weak motor block with a 5 minute onset (refer to manufacturer report # 3007566237-2016-00933 for this event). No information was received regarding the patient identity or the serial number of the pump, the drugs being used at the time of the event, what specific symptoms the patient experienced, if any diagnostic testing was done, or if any actions/interventions were performed. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The previously reported information was received from a healthcare provider via a manufacturer representative.